Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported the customer is experiencing resistance to pushing in saline once normal IV access has been obtained. To aid in the investigation, one sample was received for evaluation by our quality team. The sample came empty, with no packaging flow wrap or tip cap, and the plunger rod-rubber stopper all the way down. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution. The result was within specification. It could be possible the customer had some product on the higher end of specification inducing more force than normal required to expel the solution. Based on the experience of our processes, the effect of having plunger resistance could be induced by how the silicone is applied to the syringe barrel inner wall. A device history record review was completed for provided material number 306575, lot number 0337051. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. We have initiatives in our production line monitoring the silicone application and its consistency. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: we will continue monitoring the complaint trend for this product and symptom. Probable root cause. It could be possible that since the sample is towards the high specification limit it is related to the symptom reported by the customer since they require extra force than normal to expel the solution. Based on the experience of our process the effect of having plunger resistance could be induced by how the silicone is applied to the syringe barrel inner wall. We have initiatives in our production line monitoring the silicone application and its consistency.

Event description:
It was reported that the syringe 10ml saline fill ce experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 306575, batch no: unknown.  The team here experienced the same problem of unusual resistance to pushing in saline once normal IV access had been obtained. I don't have any of the other details.